Event description:
Complainant alleged that while attempting to adjust the pacer current of the device on a pt who had coded, (age and gender unknown) the device failed to increase the pacer current. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.